Event description:
Alleged a confused, pt got stuck between the head and foot siderail of the bed. He did not think the pt was injured. He was calling to see if we had siderail kits available.

Manufacturer narrative:
The pt care manager stated, she is not sure if they actually had an entrapment. She has tried to get an incident report, but it seems to not exist.